Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The lesion was located in the mid right coronary artery (rca). The vessel was 3.00mm in diameter, mildly calcified and 60% stenosed. The pt's anatomy was mildly tortuous. The physician attempted to cross the lesion with a taxus express2 2.75x20mm drug eluting stent (des) but was unsuccessful. The stent became stuck in the calcification. The physician advanced a non-bsc guidewire in attempt to remove the stent. The stent then became stuck on the guidewire, was removed from the pt and then had to be forcibly removed from the guidewire at which point the stent separated from the delivery device and the shaft broke at the monorail exit on the wire. The vessel was then pre-dilated with a maverick 3.00x20mm balloon and a taxus express2 2.50x20mm des was successfully deployed. There were no reported pt complications.